Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that the patient was experiencing a skin irritation under the patch. The irritation was described as itchy blisters. The patient reported the irritation felt similar to a burning sensation. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The doctor advised to remove the device. Follow up indicated the irritation improved.